Event description:
It was reported from the physician's office that the office's handheld serial cable was "worn down and frayed." The physician asked for a new serial cable as the current cable made communication difficult between the handheld and programming wand. The serial cable is the suspected mechanical malfunction due to the physician being able to use another serial cable from another programming system without any communication difficulties. It was reported that the physician traveled a lot with the serial cable which may have contributed to the cable fraying. The cable has been returned to the MFR and is currently undergoing product analysis.